Manufacturer narrative:
On (B)(6) 2017, an fse was dispatched to the customer site to address the reported event. The fse checked the detector lens and noted it was clean, then checked wash delivery and suction of all 4 probes all were fine. The fse replaced the sv301 substrate valve which switches between substrate bottle 1 and 2. The fse ordered detector aia install/troubleshooting kit and 2 substrate valves. On 03-may-2017 the fse replaced substrate valve sv300 and recalculated and checked seal break alignment for sc lane and reagent cup tip lane, and ran 5 daily checks with all good numbers. The customer ran qc and verified qc with assay range. The customer ran 134 without error. The aia-2000 was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a faulty substrate valve sv300. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported dl (detection low)flag on all results with the aia- 2000 analyzer. Technical support (ts) verified substrate and no etoh on analyzer. Ts suggested the customer perform etoh shutdown and make new substrate, then perform a new daily check with the new substrate. The customer reported the daily check passed after 5-6 attempts and qc run was ok. The customer then ran 50-60 specimens with no error, however, while running b12 and folate, the dl error flagged on many specimens. The customer is unable to run e2, afp, fsh and lh2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, afp, fsh and lh2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.